Manufacturer narrative:
(B)(4). To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a f/u medwatch report will be sent.

Event description:
The pt reported that she got shocked by her interstim device after going through a security door at a sony ericsson store. Further info is being requested from the hcp.